Event description:
Patient was driving, did not disconnect intermate until approximately 15 minutes until after completion of therapy. Since it was dark, she could not see the intermate at the time. She clamped it off and flushed her line. Later, she saw that the intermate had ruptured and blood had backed up into the intermate. She did not suffer any ill effects from this event. Dates of use: (B) (6) 2010. Diagnosis or reason for use: infusion therapy.